Event description:
It was reported that on (B)(6) 2013 during a procedure of the mid left anterior descending artery (lad) direct stenting was attempted with the 2.5 x 20 mm non-abbott stent but it could not cross the lesion. After several attempts a retrograde dissection was observed from the proximal lad to the left main (lmt) and blood flow in the lad was lost. A xience prime stent was implanted to the lmt and proximal lad lesion to treat the dissection. It was noted that blood flow was restored once; however, after a short period blood flow in the lad and the circumflex was lost. Percutaneous cardiopulmonary support (pcps) was inserted from the left groin and the patient condition was stabilized. On (B)(6) 2013 the patient expired due to bleeding from the left groin where the pcps was inserted. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of thrombosis, occlusion, hemorrhage, and death are listed in the (B)(4) xience prime everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency.